Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3.a, b.5, b.6, d.9, h.1 and h.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that the patient had a vitrectomy surgery to remove the dislocated posterior intraocular lens and a secondary lens was implanted and experienced diplopia, headache and months later the surgery experienced cystoid macular edema. Patient underwent post operative lab observations, and the current condition of the patient is resolving.

Manufacturer narrative:
Peer audit review completed including verification of g.3 date. Avepalapalli. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic forceps tip was broken off and fell into the eye. The surgeon removed the tip on the same surgery. There was no patient impact. Additional information has been requested and none received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaint regarding the same issue associated, but the lot does not exceed the established trending threshold limit. The originator reported that the malfunction occurred "during a sutured iol surgery" with the associated product. The product's directions for use (dfu) states that they are "intended to be used in vitreoretinal surgery for grasping or cutting of intraocular tissues". It is therefore concluded that the product was used outside of its intended use and the investigation is completed based on this information. The returned instrument was received in a zip-bag, in its inner blister wrapped with the tyvek foil shows the lot information. The instrument shows obvious macroscopic sign of damage, namely that one of the forceps arms has broken off. Also, in the zip-bag included was a tin in which the broken off forceps arm is located. The specimen was visually inspected using a photomicroscope at various magnifications. The fracture surface on the stump shows no abnormalities that would indicate a cause of fracture. As the blister was opened by the customer, the product was handled. The situation in which the malfunction occurred can no longer be reconstructed from the returned instrument, nor can the load on the device be determined. The customer¿s complaint is therefore confirmed but the root cause cannot be conclusively identified by this investigation. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as "external - use error". No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's dfu. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b.2, b.5 and h.6 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that the patient underwent procedure on left eye and experienced persistent blurred vision, macular complications, ocular pain, vitreous and retinal issue, permanent loss and impairment of vision, disability, functional limitations, and loss of independence. The current condition of the patient is unknown.